Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 3 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented on (B)(6) 2016 with shortness of breath and melena. Lab work was notable for acute anemia. The patient's hematocrit level was 21%. The patient was admitted for acute anemia, likely due to gi bleeding. The patient received blood transfusions and underwent an esophagogastroduodenoscopy (egd) which revealed a gastric antral vascular ectasia (gave). The areas of bleeding were cauterized. Anticoagulation was held upon admission but resumed prior to discharge. The patient will continue on danazol to prevent further gi bleeding. The patient was discharged home on (B)(6) 2016.